Event description:
It was reported that the pt's device displayed elective replacement indicator (eri), end-of-service (eos), and end-of-life (eol) messages after 3 to 4 weeks post implantation. The pt was at 8 volts the day after implant and impedances were fine after implant. No trauma or falls were noted. F/u info from the company rep indicated, based on the pt's settings, the battery life would be shorter than normal. Impedances were normal. Reprogramming was attempted, but the device was already at end-of-life and the battery had stopped working. The pt had her device replaced and was reported as doing fine.

Manufacturer narrative:
(B) (4).